Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. Customer stated the patient sample has a newly identified anti-e.

Manufacturer narrative:
Review of results files displayed the following: crrs 3, lot r070. Sample was non reactive with cells 1-3, 4+ positive control. Well images displayed tight button with no adherence in the well. Repeat testing with crrs 3, lot r070. Sample was non-reactive with cells 1-3, 4+ positive control. Well images displayed tight button with no adherence in the well. Advised customer sample could not be ruled out as the negative results were not reproduced when testing was repeated a third time. The antibody is newly developed and possibly igm. The crrs 3 package insert states: antibodies that are wholly igm in nature may fail to react in this assay. Customer did not have addition sample for further serological testing.